Event description:
On the night o f3/28/96 the complaintant tested his blood sugar with his meter system. A result of 100mg/dl was obtained. He began to drive home and asserts that within a few blocks down the road had symptoms of low blood sugar. He passed out and was involved in an auto accident. He states that at the scene of the accident paramedics tested his blood sugar (method unk) and received a result of 28mg/dl. Complainant has adjusted insulin dosage based on readings with this instrument.